Event description:
Event: aneurysm rupture - death. Case description: two years postoperative, the patient developed abdominal pain. The patient expired while waiting for radial computerized tomography. The autopsy found a ruptured aneurysm and that the graft had a hole at the top of the left limb. The original implant was performed in 2002. Although no occlusion or stenosis was mentioned, wall stents were placed in both limbs to support the graft.